Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00025; 509-00-032, S814 - Stability, Poor Joint, Revision Surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision Surgery - due to Instability.